Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 17-dec-2025 g.4. PMA / 510(k)#: k954592 investigation summary: bd received 3 samples and 1 photo for investigation. The evaluation of the samples and photo confirmed air bubbles are seen in the gel in the tubes. A review of the device history record indicated a quality notification was raised for this issue however, product was dispositioned according to procedure and the lot passed all in-process and final quality checks for lot release this complaint has been confirmed for the indicated failure mode gel airbubbles-before use. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were bubbles in the gel separation barrier of four (4) tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 83 units, there were bubbles in the gel separation barrier of four (4) tubes. No adverse impact was reported regarding the patient or user.